Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. A review of the share log was performed and the allegation was not confirmed. The probable could not be determined.

Manufacturer narrative:
(B)(4). B5:describe event or problem - additional d10: device availability - additional h2:additional information/device evaluation - additional h3:device evaluated by manufacturer - additional h6:event problem and evaluation codes - additional.